Manufacturer narrative:
The insulin pump was received with pump error 25 due to non-sleep anomaly software error. No unexpected power loss alarm, replace battery alarm or change battery insert battery in the alarm history noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery worked only for 3 hours. She changed battery and alarmed. The pump asked to replace battery again. Change battery and insert battery was present in alarm history. A little scratch on battery compartment was noted. She reported also low reservoir icon was yellow, customer had 142 u in reservoir, and it alarmed low reservoir and power error detected. The customer's blood glucose was 11.3mmol/l at the time of incident. The insulin pump will be returned for analysis.